Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc system on (B)(6) 2005 to treat her urinary incontinence and pelvic organ prolapse. It was alleged that the plaintiff underwent a second surgery on (B)(6) 2011 for sling erosion, pelvic pain, and dyspareunia. It was also alleged the plaintiff experienced mental anguish, physical pain and suffering, emotional distress, disfigurement, disability, impairment, and permanent bodily injury.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.